Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose rose to 550 mg/dl. The customer stated they were able to resolve their blood glucose by performing a set change. Customer also reported experiencing a needle break in the past with their quick set. The customer also reported a bent cannula on their infusion set. It was also found the customer's blood glucose declined to 58 mg/dl and rose to 378 mg/dl. The customer also reported no delivery alarms that were resolved by an infusion set change. The customer declined to return the insulin pump for analysis.